Manufacturer narrative:
The customer¿s products have been requested for return. The customer returned 10 strips in a plastic bag without a vial. Due to the strips having been improperly stored, the strips were unable to be used for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 9:00 am, the meter result was 4.6 inr. At 9:30 am, the laboratory result was 3.2 inr. On (B)(6) 2020 at 10:00 am, the meter result was 3.8 inr. At 10:20 am, the laboratory result was 2.9 inr. The laboratory results from each day were believed to be correct. No treatment received. The therapeutic range was 2.5-3.5 inr and the patient tests once a week.